Event description:
Device broke while connected to IV requiring new IV site to be placed.

Manufacturer narrative:
The customer reported that the device broke while "connected to the end of an IV". According to the customer, due to this the IV was pulled and a new IV was placed. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.